Event description:
There was no device failure, malfunction or complaint reported. Pt was undergoing a mitral valve repair procedure.the placement of the endocoronary sinus catheter was uneventful. During placement of the venous drainage cannula, the coronary catheter exited the coronary sinus, and was replaced. Subsequently, a right ventricle perforation was noted and repaired, and the case was completed.